Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was displayed during further testing. This was due to a software error. Further testing found the device did not pass the som2 test. The was due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.